Event description:
During a right l3 lumbar rhizotomy procedure a patient burn occurred. The grounding pad was placed on the right flank. The skin had not been prepped prior to grounding pad placement and the patient was not noted as hairy or diaphoretic. The burn was noted where the grounding pad was applied. To treat the burn steroid and antibiotic creams were applied. There were no performance issues with any abbott devices.

Manufacturer narrative:
The device was returned due to reported patient burn. No adherence anomalies were noted. The device met requirements during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the burn is consistent with improper skin preparation prior to placement; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The rf disposable grounding pad instructions for use (IFU) warns ¿failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location. Based on the information received, the cause of the reported patient burn could not be conclusively determined.